Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. Recovery attempts were tried but were unsuccessful. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.